Event description:
One touch ultra meter would not power on. In april 2006 at 3:30 am the pt attempted to test her blood glucose level, however the reported meter would not power on. At that time the pt was experiencing the symptoms of being tired and weak. Following the use of the meter, the pt treated herself by eating food. Within 10 minutes, the pt's blood glucose level was tested to be 84 mg/dl using an ascensia meter. The pt received glucose from a professional. It would have been helpful to determine how long the power issue had been occurring, what the pt's blood glucose reading was, if emergency services were contacted, if the other meter used was a backup meter or a paramedic's meter, the pt's medication regimen, and what meals or medications had been taken the evening prior to the event. The customer care advocate (cca) determined during the troubleshooting, telephone call that the pt was using the correct test strips and the battery had been installed correctly. The pt replaced the battery during the troubleshooting call, but the power issue was unresolved. The meter, test strips and control solution were replaced. The pt became hypoglycemic, was unable to obtain a blood glucose result on the report meter and required medical attention from a healthcare professional. Therefore, this complaint is being reported as a adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.